Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen became unresponsive after the user sat with the device in a pocket, rendering the device unable to be awakened or unlocked and no longer watertight; a replacement device was shipped and the user was advised to back up therapy and continue cgm using the dexcom app or receiver. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included device replacement and instructions for return of the original device. Investigation included review of the complaint and return logistics. Investigation of this device revealed a damaged or malfunctioning touchscreen/display assembly consistent with a physical screen issue, resulting in loss of user interface functionality. It was concluded, based on previously established findings for similar reports, that the cause was physical damage leading to component failure.